Manufacturer narrative:
Section b2, g3, h4: correction. Section d4: additional information (UDI).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported gi bleeding and a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined. Additionally, although low flow events were confirmed through the analysis of the submitted log files, a specific cause for these events could not be determined. The account communicated that the patient was reportedly sleeping on battery power despite being advised to connect to his mpu at night. The patient was reportedly asymptomatic and stable but was admitted for gi bleed. The patient had down-trending hemoglobin as well as dark, tarry stools; however, a bleeding source was not identified via upper endoscopy. The patient was treated with blood transfusions and the bleeding was reportedly stable. The patient was also in right-sided heart failure and was being treated with inotropes. The right heart failure was reportedly not device-related. The submitted controller event log file contained data from (B)(6) 2019 through (B)(6) 2019 and captured 41 low flow controller fault flags, when calculated flow dropped as low as 2.4 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 2 persisted for at least 10 seconds to trigger low flow hazard alarms on (B)(6) 2019. The log file also captured no external power alarms on (B)(6) 2019 which resolved when the patient connected to battery power (refer to (B)(4)). The controller¿s internal 11v backup battery was in use during these alarms and there was no interruption in pump support. No other atypical alarms or events were captured in the submitted log files. The actual speed remained at or above the low speed limit throughout the log files and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Patient's low voltage and no external power events are captured under MFR#2916596-2019-05180.

Event description:
Patient was admitted on (B)(6) 2019 with a gastrointestinal bleed. He had a down trending hemoglobin and dark tarry stools with fatigue but an upper endoscopy could not identify a bleeding source. He was treated with blood transfusions. Bleeding is currently stable and the patient is currently in right-sided heart failure. No device related issue caused or contributed to the right heart failure. Monitoring inpatient while starting on inotropes.